Manufacturer narrative:
On 12-oct-2022, the date of event was provided as "12-sep-2022" as such, field b3. Date of event has been populated with this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a brim cap detachment occurred. It was reported that once the physician has put the carto vizigo¿ 8.5f bi-directional guiding sheath - medium inside the patient, the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium has disconnected. A new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used to continue the case. Device investigation details: on 8-nov-2022, the product was returned to biosense webster inc (bwi) for evaluation. Visual and microscopic examinations of the returned device were performed following bwi procedures. The product evaluation has been completed. Visual analysis revealed that the brim cap was found separated from the hub component, causing the internal components to separate; no anomalies were observed on the silicon ring; the valve was searched, inserting a dilator into the sheath; however, it was not found; no other anomalies were observed on the device. A microscopic examination was performed on the brim cap, and residues of adhesive were observed, which is evidence that the device was manufactured correctly. The root cause of this damage could be related to excessive force while manipulating the device; however, this could not be conclusively determined. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. All units are inspected before leaving the facility, as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4). Correction: on 13-nov-2022, it was noticed the incorrect h6. Medical device problem code was reported in the 3500a initial medwatch report. The code of material separation (a0413) has been updated to detachment of device or device component (a0501) since the actual product malfunction was a brim cap detachment not a hemostatic valve separation.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation and analyzed by following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged and the brim cap was detached. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Note: the date of event was not provided. As such, date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation occurred. It was reported that once the physician has put the carto vizigo¿ 8.5f bi-directional guiding sheath - medium inside the patient, the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium has disconnected. A new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used to continue the case. Additional information was received indicating the bwi representative clarified statement of "hemostatic valve disconnected,¿ and they state that the hemostatic valve was detached. The hemostatic valve broke/separated. The hemostatic valve dislodged outside the hub. They are not sure if the brim cap/hub become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was being used on the patient and they noticed the issue very quickly. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was in the right atrium. Air did not enter the patient¿s body to the bwi representatives knowledge.